Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2009. The pad-pak was then removed and not re-inserted until (B)(6) 2011. On re-insertion the device successfully passed its self-test. A test pad-pak was inserted but the device would not power on and the status indicator was not lit confirming the fault. The device was disassembled and it revealed one of the device capacitors had failed. This caused a short which in turn caused a fuse in the pad-pak to blow which is why the device would not power on and the status indicators failed to illuminate. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.